Manufacturer narrative:
Device analysis report attached. This report is submitted on june 01, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced infection at the implant site and the patient was treated with oral antibiotics (specific date and duration not reported). This report is submitted on july 12, 2023.

Manufacturer narrative:
This report is submitted on april 16, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.